Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: the batteries get charged but the battery charge indicator doesn¿t flash nor lit. There is no patient involvement reported. The battery charge indicator is in place to display the state of charge of the batteries (soc). The user must be able to rely on good battery operation because the mandatory backup battery protects the ventilator from low power or failure of the primary power source (ac mains).

Manufacturer narrative:
Investigation outcome: it was reported that battery charge indicator does not light up when the device is connected to ac. No patient involvement. It was verified by local service engineer that the device does charge the batteries. No device logs were provided with this complaint. The reported issue of the battery charge indicator not blinking on the hamilton ventilator was not critical as the device was charging and the issue was purely a visual. The ventilator was still actively charging, and the battery functionality remains intact. The lack of blinking does not affect the device¿s ability to operate or maintain ventilation. Ventilator performance, alarm functions, and battery readiness are unaffected, and internal diagnostics continue to monitor actual charge status independently of the indicator light behavior. Hmi sent front panel board (msp161514) to customer. However, it is unknown if the replacement of this part resolved the issue. This case is considered as closed.